Event description:
During surgery, the tapers of the oncology stem and distal femoral oncology stem component did not mate together properly. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of eval: the proximal tibial stem section was visually and dimensionally inspected as received. This component appears to be in new condition, and dimensionally was found to meet design requirements which applied at the time of MFR. A review of the device history record for this stem section found that no discrepancies were reported during MFR. This event is associated with the surgeon's or agent's expectation that this tibial component will mate with a distal femoral oncology component contrary to the original design intentions. Corrective action was taken by changing the design to allow the proximal tibial stem section to mate successfully with a femoral body.